Manufacturer narrative:
Download data generated an 0x40, rotational sensor maximum open count exceeded, alarm. The data showed a rotational sensor malfunction at the end of the devices run. The device was reset and completed a 5u bolus. Rerun of the device replicated the rotational sensor malfunction. Inspection of the commutator cap found it to be contaminated. The damage to the commutator cap is confirmed as the cause of the hazard alarm. Corrosion was observed on the pcb and top battery. Due to the presence of corrosion, a leak test was performed. Fluid was able to flow through the complete fluid path as intended. No leaks or blockages were observed along the full fluid path. The battery voltages were measured and found to be insufficient. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.